Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the international service center. The technician confirmed the reported nav ring failure, but could not confirm the touch screen issue. Resolution and disposition: service technician is anticipating to replace the front bezel to correct the nav ring failure, and the touch screen. This is pending on customer's estimate approval.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported malfunction of navigation ring, and touch panel not responding well. There was no patient involvement.